Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5148202). The manufacturer received information alleging an issue related to a dreamstation CPAP device. The patient is alleging lung cancer. In addition, patient is alleging coughing and wheezing. At this time no other medical intervention is reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.